Event description:
It was reported that "the line was inserted on (B)(6) 2012 and fell out at home (B)(6) 2012. The line was sutured as per their guidelines. The hub sutures were removed at one month."

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revg0958 showed no other similar product complaint(s) from this lot number.